Event description:
It was reported that the patient experienced prickling sensations at the implantable pulse generator (ipg) site. It was also noted that the patient felt a burning sensation while charging the ipg and was unable to achieve a full battery charge. The patient additionally reported that the device was turning off and on throughout the day. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Lock b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced prickling sensations at the implantable pulse generator (ipg) site. It was also noted that the patient felt a burning sensation while charging the ipg and was unable to achieve a full battery charge. The patient additionally reported that the device was turning off and on throughout the day. The patient underwent an ipg replacement procedure and was doing well postoperatively.